Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) "came out" and was then removed about eight weeks ago. The physician commented that a single stitch at the time of the implant procedure would have held the device in place. The patient also said the implant procedure was painful and uncomfortable. No further patient complications have been reported as a result of this event.